Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter on the needle during use. The following information was provided by the initial reporter: material no: 328438 batch no: 9280154. It was reported foreign matter liquid noticed on needle before drawing insulin. Noticed when press plunger to the top of syringe after removing needle shields on 10-12 syringe.

Manufacturer narrative:
H.6. Investigation: customer returned (6) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 9280154. Customer states that liquid was noticed on needle before drawing insulin. All returned syringes were tested and no foreign matter was observed in or on any of the returned samples. Also, no material came out of the cannula when fully depressing the plunger rod. A review of the device history record was completed for batch # 9280154 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter on the needle during use. The following information was provided by the initial reporter: material no: 328438 batch no: 9280154. It was reported foreign matter liquid noticed on needle before drawing insulin. Noticed when press plunger to the top of syringe after removing needle shields on 10-12 syringe.